Manufacturer narrative:
The thermogard console was evaluated by zoll service at the customer site. The reported complaint of the thermogard console (sn (B)(4)) displayed a mid:09 (air trap assembly) error message was confirmed based on the event log review but was not confirmed during functional testing. The root cause was determined to be a defective air trap sensor block due to the saline fluid in the air trap chamber which was caused by a leaking start-up kit (suk). No physical damage was observed on the thermogard console during visual inspection. Upon further inspection of the console, noted liquid covering the air trap sensors due to the saline leak inside the console as the bottom cap of the suk air trap was found inside of the console air trap chamber. An event log data review was performed and revealed multiple mid:09 (air trap assembly) and "saline empty" error messages, indicating that the air trap sensors were defective. The air trap sensor block was replaced to remedy the faults. The thermogard console passed the initial functional testing without any fault or error and the customer reported mid:09 error was not replicated. Following service, the thermogard console passed the final functional test and electrical safety test without any error. Historical complaints were reviewed for service information related to the reported complaint and there were two similar complaints reported for the thermogard console with serial number (B)(4). Ccr 37502, reported on october 10, 2017, and ccr 51555, reported on october 12, 2020, air trap sensor block was replaced to remedy the mid:09 error.

Event description:
During ivtm therapy, the thermogard console (sn (B)(4)) displayed a mid:09 (air trap assembly) error message due to the leaking start-up kit (suk) (lot # 163956). The user replaced the suk and the treatment continued utilizing the second thermogard console. No consequences or impact to patient.